Event description:
The reporter stated that she did several back to back blood glucose tests with results of 53,49,63,143,120 and 138 mg/dl. Tests were done within 10 minutes apart, using separate fingersticks. No symptoms were reported. A control solution was not done due to unavailability of supplies.